Event description:
The customer reported that while running a hcv assay, a sample barcode was misread. Summit sample handler was in use. No death or serious injury was associated with this event. Summit log files are under review by product support. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-03704-07.